Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
*Medical records were received on 14 jun 2019. They were reviewed for MDR reportability on 02 oct 2019. On (B)(6) 2015, the patient underwent bilateral knee arthroplasties due to degenerative joint disease. This pc is to capture the right knee. Patient was implanted with an attune knee and the patella was resurfaced. Depuy cement products were used during the primary operation. The surgeon reported no complications. On (B)(6) 2019, the patient had a right knee revision to address failed right total knee arthroplasty with loose tibial component at the implant/cement interface, swelling, and pain.. The femoral and patella were noted to ¿look good¿ and were not revised. Depuy cement was used during the procedure. Doi: (B)(6) 2015 dor: (B)(6) 2019 (right knee).